Event description:
It was reported that after procedure, the patient's right atrial (ra) lead was failing to sense and inappropriately pacing the patient. The patient was asymptomatic. The ra lead was reprogrammed off. The patient was stable throughout procedure.